Event description:
It was reported that the patient had a history of high capture thresholds on the right ventricular lead. The patient was asymptomatic to the event. The lead was capped and replaced during an elective device upgrade procedure. The patient was stable before, during and post procedure.